Event description:
It was reported that a surgeon could not get the helical blade/screw guide sleeve assembly out from the aiming arm. The surgeon used a mallet and this caused scarring of the sleeve, now the part is unusable. It was also reported that the buttress/compression nut, became stuck on the sleeve. The surgery was completed successfully with a five minute delay. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis patient ID #(B)(6). This report is for one aiming arm/unknown lot number. Original implant date: (B)(6) 2015. Device is an instrument and is not implanted/explanted. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.